Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action and replicated during testing. During external inspection, the returned keypad was observed with signs of fluid ingress on the flex cable and was received with blue film on the display screen. During internal inspection, the returned keypad was observed with a broken trace and signs of fluid ingress near where the flex cable meets the circuit layer. The front case keypad was connected to a cad pcu test fixture for functional testing. The returned keypad failed the maintenance keypad test due to various unresponsive soft keys. The root cause of the customer's report was an electrical failure attributed to design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only the front case assembly with keypad was provided for investigation.

Event description:
It was reported that the front case assembly with keypad was replaced. No additional information was provided.

Event description:
It was reported that the front case assembly with keypad was replaced. No additional information was provided.

Manufacturer narrative:
Correction on initial report: b.4.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the front case assembly with keypad was replaced. There was no reported patient involvement.